Event description:
It was reported that the pump battery intermittently could not be charged. Customers blood glucose value was 105-216 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.